Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of 83 mg/dl on her performa nano system and a result of 400 mg/dl on a hospital meter within 3 minutes. The customer was at the hospital at the time of the comparison results because she was not feeling well. The last result received prior to the event was not provided. There is no information to suggest the device caused or contributed to an adverse event. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.